Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event - patient was revised in 2016 medical device: unknown, unknown m2a cup, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 08440. Product location unknown.

Event description:
It was reported that the patient had a hip procedure and was later revised due to metallosis and impingement. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implanted in 2003. Concomitant medial products: unknown cup catalog#: unk lot#: unk. Unknown stem catalog#: unk lot#: unk. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a hip revision surgery approximately 13 years post primary surgery, due to metallosis and stem neck impingement on cup. During the revision, the head and cup were removed. Attempts have been made and additional information on the reported event is unavailable.